Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Potential device information was provided on 13apr2021. The possible lot is 9761709 and the possible rpn is mwce-35-20-12-nester-01.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: district manager. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an unspecified nester coil for a bilateral coil embolization of the internal right and left iliacs in 2019. Some time after the procedure, the patient experienced intermittent chest pain. A CT scan identified a nester coil in the right ventricle. They plan to have the coil retrieved but have not yet done so. No other adverse effects were reported for this incident.

Event description:
Additional information provided on 04may2021 stated the physician still has not determined if he will attempt to retrieve the coil. It was also corrected that the patient did not present with chest pain. The patient remains asymptomatic at this time.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b1, b2 - no outcomes attributed to ae, h1, h6 health effect - impact code additional information: a3, b5, d1, d4, h4. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided via medwatch report stated the majority of the coil appears within the lumen of the right ventricle, but it also extends into the myocardium. Further information provided by the customer on 15apr2021 stated the patient is asymptomatic. The physician is "leaning towards not attempting to retrieve the coil."

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation mission hospitals in the united states informed cook on (B)(6) 2021 that a nester platinum embolization microcoil ((B)(6)) from lot 9761709 had become embolized in the right ventricle of the patient. It was originally reported that this patient may have been having chest pain where the coil was, however, the physician denied that patient had any symptoms. The physician still has not determined if there will be an attempt to retrieve the coil. A review of the documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instruction and quality control of the product was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that appropriate controls are in place to detect this failure mode. A review of the device history record (DHR) for lot 9761709 found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this lot number. Cook concluded that no nonconforming product from this lot exists in house or in the field. Based on the device master record, device history record, device failure analysis, and design history file review, there is no indication the device was manufactured out of specification. Cook also reviewed product labeling. Instructions for use (IFU) document [t_nec2_rev0] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: "warnings positioning of embolization coils and microcoils should be done with particular care. Coils should no be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel." "How supplied upon removal form package, inspect the product to ensure no damage has occurred." Based on the information provided, no returned product and the results of our investigation, it was concluded that the cause of coil migration could not be established. It is possible that the coil size was too small, leading it to become loose within the body; however, this cannot be confirmed. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.